Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead was noted with intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.